Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant due to atrial block. During the procedure it was noted that the pacemaker was not working after implantation. The device was exchanged and not used. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.